Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) and elecsys ft3 iii (ft3) on a cobas 6000 e 601 module (e601). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Patient identifiers for information related to each affected assay: (B)(6). Please refer to the attachment for all patient data. The sample was initially tested on the customer's e601 analyzer. The sample was repeated on an architect analyzer. The sample was also provided for investigation where it was tested on a second e601 analyzer. No adverse events were alleged to have occurred with the patient. The e601 analyzer used at the customer site was serial number (B)(4). The e601 analyzer used for the investigation was serial number (B)(4). Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer.

Manufacturer narrative:
Upon further investigation of the patient sample, no interferences were found. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The normal reference ranges used by different vendors can equally be different. This relates to the population used and the calculation mode. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation was unable to find a definitive root cause.